Event description:
During routine follow-up, a device reset message occurred as well as a serial number change. Based on the known crystal oscillator anomaly, the decision was made to explant the device.